Manufacturer narrative:
H3 device evaluated by MFR: procedural media was provided to aid in the investigation and was reviewed by a boston scientific quality engineer. The media made available for review comprises of 17 angiographic series from the implantation of the lotus edge valve. The reported event of asymmetry cannot be confirmed by the available media. A lotus edge valve is advanced and unsheathed with no evidence of asymmetrical unsheathing. A contrast assessment of the locked valve shows that the valve is canted with the bottom of the braid sitting deeper on the left coronary side as opposed to higher on the non- coronary side. The completion of the procedure was not made available for review.

Event description:
It was reported that bradycardia, arrhythmia and hypotension occurred. Vascular access was obtained via a transfemoral approach. A size large lotus introducer sheath was placed. A safari2 guidewire was positioned. A 23mm lotus edge valve was positioned to treat the moderately calcified native aortic valve. Asymmetric unsheathing was noted during valve deployment. Two partial re-sheathings of the 23mm lotus edge valve was performed for repositioning of the valve in accordance with the directions for use (dfu). During deployment, the patient experienced atrioventricular (av) block and arterial pressure decrease until 30mm hg despite the administration of drugs. The patient was given drugs to treat the decompensation; however the decompensation was resistant to drugs. In the proctor's opinion, the resistance was caused by electro stimulation (bradycardia). The 23mm lotus edge valve was successfully implanted. The patient was fine at the end of the procedure.

Event description:
It was reported that bradycardia, arrhythmia and hypotension occurred. Vascular access was obtained via a transfemoral approach. A size large lotus introducer sheath was placed. A safari2 guidewire was positioned. A 23mm lotus edge valve was positioned to treat the moderately calcified native aortic valve. Two partial re-sheathings of the 23mm lotus edge valve was performed for repositioning of the valve in accordance with the directions for use (dfu). During deployment, the patient experienced atrioventricular (av) block and arterial pressure decrease until 30mm hg despite the administration of drugs. The patient was given drugs to treat the decompensation; however the decompensation was resistant to drugs. In the proctor's opinion, the resistance was caused by electro stimulation (bradycardia). The 23mm lotus edge valve was successfully implanted. The patient was fine at the end of the procedure.